Event description:
During an open low anterior colon resection, it was determined that only 2/3 - 3/4 of the staples had fired from the ceea stapler, although, the entire circle was cut. Also, the inner "donut" specimen was stuck with deployed and partially deployed staples to the center post on the anvil. Bowel anastomosis was incomplete. Required additional surgery time (1 1/2 hours) to re-do low colon resection. Pt did well postoperatively but did develop an ileus. A PICC line was inserted on postop day 6 for total parenteral nutrition. Pt did recover bowel function and was discharged to home on postop day 10.